Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was alarming circuit occlusion. The customer calibrated the transducers and found there was no occlusion and the problem was not corrected. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspect component and performed a failure investigation. The unit returned by the customer was cycled into service mode and the error log was review however no related failures were found. The root cause could not be determined as the fa lab was not able to confirm or duplicate the problem reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.